Manufacturer narrative:
The technician found the side rail release handle is missing the lower pivot bolt. The technician replaced the side rail lower pivot bolt and spacer and the upper bolt to resolve the issue.

Event description:
The account alleged the side rail will not stay in the raised position. No patient impact.